Event description:
It was reported that the guidezilla became separated. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, the device worked normally, but because of the patient size, the operator was not able to see the markers of the extension on the guidezilla ii. After the stent was delivered, the operator completely removed everything at once (guidezilla ii and balloon) and it was noticed that the guidezilla ii was separated at the junction of the hypotube and the extension (collar). The procedure was completed successfully. No complications were reported and the patient was in good condition after the procedure.